Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("doctor take everything ovaries, tube, uterus and cervix") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced asthma ("asthma"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and asthma outcome was unknown. The reporter considered asthma and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and asthma. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced asthma ("asthma"), rash ("rash everywhere"), fatigue ("exhaustion/severe chronic fatigue"), arthralgia ("joint pain"), eye disorder ("eye issues/its hard to hold my eyes open"), feeling abnormal ("brain fog/fuzzy"), somnolence ("sleepy again to the pont of eyes are burning"), eye irritation ("eyes are burning"), endometriosis ("endometriosis") and granuloma annulare ("granuloma annulare"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, asthma, somnolence, eye irritation, endometriosis and granuloma annulare outcome was unknown and the rash, fatigue, arthralgia, eye disorder and feeling abnormal had not resolved. The reporter considered arthralgia, asthma, endometriosis, eye disorder, eye irritation, fatigue, feeling abnormal, granuloma annulare, pelvic pain, rash and somnolence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and asthma, rash everywhere, exhaustion, joint pain, eye issues, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- pain. Reporter were added. Medical device removal event updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('dr take everything. Ovaries, tube, uterus and cervix') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced asthma ("asthma"), rash ("rash everywhere"), fatigue ("exhaustion"), arthralgia ("joint pain"), eye disorder ("eye issues") and feeling abnormal ("brain fog/fuzzy"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and asthma outcome was unknown and the rash, fatigue, arthralgia, eye disorder and feeling abnormal had not resolved. The reporter considered arthralgia, asthma, eye disorder, fatigue, feeling abnormal, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and asthma, rash everywhere, exhaustion, joint pain, eye issues, brain fog. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received- new events rash everywhere, exhaustion, joint pain, eye issues, brain fog were added. New reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('dr take everything.. Ovaries, tube, uterus and cervix') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced asthma ("asthma"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and asthma outcome was unknown. The reporter considered asthma and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and asthma. Most recent follow-up information incorporated above includes: on 1-oct-2019: this report was detected to be a duplicate to record # (B)(4) (received on 1-oct-2019, medwatch 3500a MFR number 2951250-2019-10598) from which all information was transferred to this case (B)(4), then duplicate record # (B)(4) will be deleted. No new information. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('dr take everything.. Ovaries, tube, uterus and cervix') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced asthma ("asthma"), rash ("rash everywhere"), fatigue ("exhaustion/severe chronic fatigue"), arthralgia ("joint pain"), eye disorder ("eye issues/its hard to hold my eyes open"), feeling abnormal ("brain fog/fuzzy"), somnolence ("sleepy again to the pont of eyes are burnning"), eye irritation ("eyesr are burnning"), endometriosis ("endometriosis") and granuloma annulare ("granuloma annulare"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, asthma, somnolence, eye irritation, endometriosis and granuloma annulare outcome was unknown and the rash, fatigue, arthralgia, eye disorder and feeling abnormal had not resolved. The reporter considered arthralgia, asthma, endometriosis, eye disorder, eye irritation, fatigue, feeling abnormal, granuloma annulare, medical device removal, rash and somnolence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and asthma, rash everywhere, exhaustion, joint pain, eye issues, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('dr take everything.. Ovaries, tube, uterus and cervix') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced asthma ("asthma"), rash ("rash everywhere"), fatigue ("exhaustion/severe chronic fatigue"), arthralgia ("joint pain"), eye disorder ("eye issues/its hard to hold my eyes open"), feeling abnormal ("brain fog/fuzzy"), sleep disorder ("sleepy again to the pont of eyes are burnning") and eye irritation ("eyesr are burnning"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, asthma, sleep disorder and eye irritation outcome was unknown and the rash, fatigue, arthralgia, eye disorder and feeling abnormal had not resolved. The reporter considered arthralgia, asthma, eye disorder, eye irritation, fatigue, feeling abnormal, medical device removal, rash and sleep disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and asthma, rash everywhere, exhaustion, joint pain, eye issues, brain fog. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- event clubbed- exhaustion/severe chronic fatigue, eye issues/its hard to hold my eyes open and event was added- sleepy again to the point of eyes are burning and eyes' are burning. Reporter information received based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('dr take everything.. Ovaries, tube, uterus and cervix') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced asthma ("asthma"), rash ("rash everywhere"), fatigue ("exhaustion/severe chronic fatigue"), arthralgia ("joint pain"), eye disorder ("eye issues/its hard to hold my eyes open"), feeling abnormal ("brain fog/fuzzy"), somnolence ("sleepy again to the pont of eyes are burnning"), eye irritation ("eyesr are burnning"), endometriosis ("endometriosis") and granuloma annulare ("granuloma annulare"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, asthma, somnolence, eye irritation, endometriosis and granuloma annulare outcome was unknown and the rash, fatigue, arthralgia, eye disorder and feeling abnormal had not resolved. The reporter considered arthralgia, asthma, endometriosis, eye disorder, eye irritation, fatigue, feeling abnormal, granuloma annulare, medical device removal, rash and somnolence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and asthma, rash everywhere, exhaustion, joint pain, eye issues, brain fog. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Event" granuloma annulare¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('dr take everything.. Ovaries, tube, uterus and cervix') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced asthma ("asthma"), rash ("rash everywhere"), fatigue ("exhaustion/severe chronic fatigue"), arthralgia ("joint pain"), eye disorder ("eye issues/its hard to hold my eyes open"), feeling abnormal ("brain fog/fuzzy"), somnolence ("sleepy again to the pont of eyes are burning"), eye irritation ("eyes are burning") and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, asthma, somnolence, eye irritation and endometriosis outcome was unknown and the rash, fatigue, arthralgia, eye disorder and feeling abnormal had not resolved. The reporter considered arthralgia, asthma, endometriosis, eye disorder, eye irritation, fatigue, feeling abnormal, medical device removal, rash and somnolence to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and asthma, rash everywhere, exhaustion, joint pain, eye issues, brain fog. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event added as endometriosis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.